Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the steer caster and one of the brake casters at the foot of the bed were damaged and three of the caster supports were broken. The tech replaced the casters and the caster supports to repair the bed.